Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and topical skin adhesive was used. The surgeon was injured by a broken piece of the glass from the ampule during use. No particular treatment or tests were provided to the surgeon. The lot number is unknown and no product available for evaluation. Further details are not provided. No patient consequences reported.